Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the lead showed high impedance. The lead was not used. On 28 oct 2009, the lead was returned with the same information. The device was not implanted. No patient complications have been reported as a result of this event.